Manufacturer narrative:
Correction: h6 (rfr, fdd) additional information: g3 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: (B)(6)), lf1937, jaw lap lf1937 ligasure maryland 37cm (lot #: 52680133x), onb12stf, onb12stf versaone opt 12 std trocar (lot #: j5l3611y), unvca12stf, unvca12stf universal 12 stdfix cannula (lot #: j4d3328y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic surgical procedure, at the beginning of the surgery and during the laparoscopy process using the devices, the energy was initially set at 20 w for pure cut and coagulation and was then increased to 30 w due to insufficient tissue effect, after which a match-sized flame occurred at the non-medtronic monopolar instrument upon activation via the monopolar foot switch. The ligasure device also caught on fire. The monopolar instrument was immediately withdrawn from the patient¿s cavity and discontinued, and a ligasure maryland device was introduced, upon activating ligasure energy inside the patient¿s cavity, an energy overload was reported and thermal damage (burning) to the surgical cannula occurred. The ligasure device was activated multiple times in succession just prior to the burn. An exploratory laparoscopic inspection of the abdominal cavity identified thermal lesions (burn) on the abdominal wall with associated tissue damage or unexpected tissue loss, and melted polymer debris inside the abdominal cavity that was reported to originate from the structurally compromised cannula. The burn was located around the trocar and in a region of the small intestine. Presence of melted polymer debris fell inside the cavity, originating from the structurally compromised cannula, but it was fully retrieved. Due to these complications and to ensure patient safety, the surgical team converted the procedure from laparoscopic to open surgery to retrieve the melted polymer debris from the patient and to check and treat the burn and assess the abdominal wall. There was no additional medical procedure needed to remove the melted polymer debris from the patient. Another ligasure was used with the same generator and it worked fine. The event was reported to have led to extended hospitalization, and the patient was reported as alive with temporary injury and still recovering in the hospital.